Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 38 mg/dl. The customer treated low with carbohydrates. Customer reported that auto mode was not active at the time of low blood glucose event. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.